Event description:
The customer called to report high blood glucose levels for the past 24 hours. At the time of the call, the customer was experiencing blood glucose levels of 482 mg/dl and vomiting. The paramedics were called, and the customer was taken to the hospital for treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the bolus and basal rate delivery totals did not match with the daily totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No daily totals anomaly was noted.